Event description:
It was reported that the patient complained of receiving 'shocks' in the 'chest area' after implant. The patient indicated that the physician adjusted programming, and the shocks appear to have been resolved. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).